Event description:
This senior medical affairs specialist reviewed the customer care advocate's (cca's) documentation. In late 2008, a reporter/layperson (wife) alleged the patient/layperson's one touch ultralink meter results were inaccurately elevated. Reportedly, the patient took or bolused extra insulin around 10:28 a.m. That same day after obtaining a 254 mg/dl result. The reporter did not specify whether the patient had eaten or ate after the insulin. Around 2 p.m the reporter allegedly found the patient passed out on the floor and called paramedics. A result on the paramedic's meter was 11 mg/dl. The pt received IV glucose. The patient was not transported to ER. The cca discovered that the patient was testing his blood glucose with test strips containing an expiration date of 11/2008. A control solution test was high out side of the control range. The cca replaced meter and strips. The complaint is reported as a serious injury since the patient was allegedly treated for hypoglycemia after reportedly injecting extra insulin based upon an elevated result while using expired test strips.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.